Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported all of the buttons on the infusion device do not work. Patient stated the issue has been occurring since (B)(6) 2014. Patient reported there are no health concerns. Patient stated he administered insulin via the pen. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.